Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc1893 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the pic was inserted and had a hole which was leaking at the insertion site.